Manufacturer narrative:
Investigation summary: tested 3x retained devices with flu a positive standard. All devices yielded valid and accurate flu a positive results at the 15 minute result read time. Root cause: can not duplicate with retains. Source: phone.

Event description:
Reported 5 false positive flu a results. The customer communicated the results were confirmed by another rapid antigen assay.